Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 512mg/dl. It was stated that the customer was confused, seeing things, and was lethargic and sleepy. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found low reservoir and no delivery alarms. The caller mentioned that the customer was wearing the infusion set for more than three days. Reminded the caller that the infusion set needs to be changed out every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.